Event description:
Add'l info received from MFR 6/26/2003: skin burns at the location of the dispersive electrode/grounding pad are a known complication associated with electrosurgical procedures. The skin burns range from minor (e.g., requiring ointment) to serious (e.g., requiring debridement and/or skin graft). Based on the analysis of the data, skin burns at the rita dispersive electrode location are occurring with a similar frequency as is expected for electrosurgical procedures, in general.

Event description:
Pt received burns to thigh area on both legs from rita grounding pads used during procedure. Pt treated for burned areas.